Manufacturer narrative:
"Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 01/31/2017, mfg. Date: 01/31/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient claims battery switching even with batteries that are well connected and checked by vad coordinator. The batteries were replaced. There was no impact to the patient.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. A controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. (B)(4) was not returned for evaluation after several attempts were made to retrieve the unit. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery involving (B)(4). Log files also revealed power switching events due to communication errors involving (B)(4). The logs revealed that (B)(4) was not in use during or around the reported event date. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional device for this event: (B)(4). Battery- (B)(4), catalog# 1650de, exp. Date: 10/31/2016. Battery- (B)(4), catalog# 1650de, exp. Date: 12/31/2016. Battery- (B)(4), catalog# 1650de, exp. Date: 01/31/2017. Battery- (B)(4), catalog# 1650de, exp. Date: 05/31/2017. Controller - (B)(4), catalog#1407de, exp. Date: 04/30/2013. Batteries (B)(4) were returned on 2016-12-19. Batteries (B)(4), and controller were returned on 2017-02-20. Battery (B)(4) has not been returned. During preliminary analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery involving (B)(4). Premature switching due to loss of communication included (B)(4). Additional evaluation information is forthcoming. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: d4: battery / bat202959 h6: FDA conclusion code(s): 12, 4307 d4: battery / bat212245 h6: FDA conclusion code(s): 12, 4307 d4: battery / bat213109 h6: FDA conclusion code(s): 12, 4307 d4: battery / con180171 h6: FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device for this event: battery- (B)(4) - was returned on 10/28/2016. Additional information provided states that the controller has not been exchanged at this time. It the patient is able to tolerate the exchange, it may be done at the next clinic visit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.